Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the needle of the set meniscus mender ii disposable was found broken when open the box. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: investigation conclusions code updated.

Manufacturer narrative:
D4: UDI-di number added. H3, h6: the reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Internal complaint reference: (B)(4).